Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 57-year-old male patient, the device displayed an unknown error message, inappropriately shut down and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device logs showed several indications that the device had shut off and was unable to power on due to a low battery state. The low battery state led to a shutdown warning. This is normal operation of the device when operating under low battery conditions. Analysis of reports of this type has not identified an increase in trend.